Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the device fired three times after the surgeon clipped the cystic artery but on the fourth firing the clip would not dislodge from the instrument. The surgeon attempted to pull the instrument out of the 5mm trocar (350l) and when he pulled back the intire tip broke off of the instrument. The tip was retrieved from the pt's abdomen and removed through a 12mm trocar. The case was completed with an additional al326 and there was no consequence to the pt.